Event description:
It was reported that patient death occurred. A left atrial appendage closure (laac) procedure was being performed. Two dimensional intracardiac echo (ice) imaging was used for the transeptal puncture (tsp) and transesophageal echocardiography (tee) was used during the remainder of the procedure. A baseline pericardial effusion and calcified valves were identified at the beginning of the procedure. The physician went transeptal with a versacross fixed system and then lost access, so had to go back to the right side. They physician then asked for a watchman trusteer access system (was) due to the thickness of the septum. Upon putting the was up the patient blood pressure dropped. The effusion noted at the beginning of the procedure had grown in size. The physician prepared for a pericardiocentesis, but the patient activated clotting time (act) was 540. After 20 minutes and protamine it was still 447. The patient was taken to the operating room for cardiothoracic surgery and passed away. The official cause of death was not provided, but the physician did not credit the death to any device or sheath.